Event description:
It is reported that during a procedure, the stem would not seat correctly. The surgeon used an alternative stem to complete the surgery.

Manufacturer narrative:
Evaluation summary: no other reports of any nature have been received for this part and lot combination. With the info provided a specific cause could not be determined with certainty. Evaluation of the returned stem confirmed the device conformed to print specification when evaluated with overlay and optical comparator. Damage was noted near the teardrop stem insertion feature; however it could not be determined if this occurred during the insertion or extraction of the stem. The device was found to be within the profile tolerance zones.